Event description:
It was reported that the patient has felt a shocking sensation. The patient doesn¿t know when it started, but said it is only occasional, when she turns suddenly/following a position change. The patient was redirected to her physician. No interventions or patient outcome were provided with this report. Further follow up is being conducted to obtain this information. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v794681, implanted: 2011 (B)(6); product type lead. (B)(4).